Manufacturer narrative:
Returned device was received cracked on top case by the tube holders and missing rubber feet and battery. Evidence of reported problem in event log was found. During the evaluation of the device motor rate error was found during occlusion test.the customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that smiths medical medfusion 3500 pump displayed motor rate error. No adverse patient effects were reported.